Event description:
It was reported that guidewire restriction inside the patient caused the jetstream device to not fully advance through the lesion and difficult to remove. A 2.4mm jetstream xc atherectomy catheter was selected to treat peripheral artery disease of the lower extremity. After several passes were made, the jetstream was getting stuck in the lesion. The physician was not able to treat the entire superficial femoral artery, as they were unable to cross/advance further to treat the distal portion. It was very difficult to remove the device while still maintaining access; however, the physician was able to remove the device intact. Upon removal from the body, a different sound was noted, and force was used to pull the jetstream off the wire. No patient complications were reported.

Manufacturer narrative:
Device eval by manufacturer: this 2.4mm jetstream xc atherectomy catheter was returned and analyzed. Visual and microscopic examination revealed no damage. Functional testing was performed by inserting the device into a jetstream console, where the catheter was able to prime and run as intended. Device to device interaction test was performed and a test guidewire was able to pass through without any issues. Analysis was not able to confirm the reported issues experienced in the field.